Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the rn in the ICU that during intra-aortic balloon (iab) therapy a ¿check iab catheter¿ alarm was generated and there was visible blood in the helium tubing. There was a loss of augmentation. She confirmed that blood was indeed in the helium tubing and not the arterial line. The rn was instructed on how to disconnect the tubing. The iab was removed by the physician. There was no injury or harm to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extension tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.03cm in length. The evaluation confirmed the reported alarm, check iab catheter and leak, blood in tubing. The reported alarm and blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported by the rn in the ICU that during intra-aortic balloon (iab) therapy a ¿check iab catheter¿ alarm was generated and there was visible blood in the helium tubing. There was a loss of augmentation. She confirmed that blood was indeed in the helium tubing and not the arterial line. The rn was instructed on how to disconnect the tubing. The iab was removed by the physician. There was no injury or harm to the patient.